Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was reported that the pump pocket site eroded; the date of the event was unknown. The pump was explanted due to erosion. Regarding environmental/external/patient factors that may have led or contributed to the issue it was noted that the patient was very thin. The pump would not be replaced in the future. The company representative was not at the case. The hcp had discarded the pump. The issue was resolved. The patient was without injury regarding their status at the time of the report. The type of drug administered via the pump was unknown / not documented. The patient¿s weight was unknown. The patient¿s medical history was noted as having also been requested but would not be made available. It was noted that the hcp had no further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the pump was eroding through the pocket incision as the patient was very thin. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history were asked and will not be made available. No further complications were reported. Additional information was received from a company representative (rep) on (B)(4) 2019 indicated the physician opened the pocket, irrigated and made deeper on (B)(6) 2019. The event was resolved, and the pump was still implanted. No further complications were reported or anticipated.